Event description:
This rv lead was implanted on (B)(6) 2011 and still remains implanted at this time. In a product experience report received on 08/23/2018, this rv lead was under insulation damage and is surgically abandoned. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).